Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference: (B)(4). The field service engineer (fse) evaluated the device and replaced the main boar printed circuit board (pcb). The device then passed all testing. The pcb was then returned for investigation and the malfunction was confirmed.

Event description:
It was reported that during patient use, a ventilator sounded an alarm and the ventilation stopped. It was reported that the device body seemed to heat up. The power had been supplied through an extension cable. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.